Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device relative to an unknown procedure. Reportedly, vessel closure was successful. It was noted that the patient had come into the procedure with weak pulses. Post procedure, the patient felt pain in the leg; it was found to be cold. The patient was sent to surgery where the vessel was opened. It was felt the suture had captured the backwall of the artery. Hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of occlusion and pain are listed in the prostyle instructions for use, as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.